Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The pump and battery reportedly felt hot when the pt was changing the battery. The pt indicated that the pump had 3 bars remaining for the battery "yesterday afternoon" and then displayed the low battery warning "this evening." The pt claimed the pump has not been exposed to moisture and there was no corrosion found in the battery compartment. The pump was replaced. There was no reported pt impact with this complaint.